Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot m7010t403 was reviewed and the product was produced according to product specifications. All information reasonably known as of 04 dec 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the catheter part of the closed suction system snapped during endotracheal suction. This was the second use of the suction catheter. Per additional information received 14 nov 2018, only a single device was involved in the incident. The patient involved in the incident is a baby, and is currently stable.